Event description:
It was reported the customer had a reservoir anomaly. The customer stated when their reservoir had 10 to 15 units of insulin remaining, insulin would not be delivered to the customer during a bolus. Customer also stated their insulin pump would pause and count backwards. The customer also reported experiencing high blood glucose. Customer's blood glucose was unknown at the time of the call. The customer declined to troubleshoot. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.